Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal end of the electrode was covered with body tissue/fibrotic growth, the helix was pulled/stretched/overstressed, and the lead had apparent explant damage. The analyst noted that the stretched helix likely occurred during the explant. Concomitant product: (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead perforated. The patient was transferred to another hospital to have the lead explanted and replaced. No further patient complications have been reported as a result of this event.